Manufacturer narrative:
As of this filing, the complaint device has not yet been returned from the distributor for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
As reported by the distributor, during a laparoscopic cholecystectomy, the coating on the universal plus multi-function 5 mm l-hook peeled off when the user wiped it off with gauze. There has been no reported surgical delay or patient injury. To date, no further information has been received on this reported problem. This report is being filed based on the potential for injury with recurrence.

Manufacturer narrative:
The used/damaged l-hook was returned to conmed for evaluation without the original packaging. The original complaint of "insulation coating peel off during laparoscopic cholecystectomy" was confirmed. Visual inspection of the electrosurgical tip identified missing insulation at the distal end. Potential causes for the peeling are the shrink was not shrunk onto the l-hook adequately during manufacturing, the device was damaged during use and/or the device was damaged during cleaning. A review of the manufacturing documents verified the device was produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. This is the only complaint against lot 201609191 which contained (B)(4)units. A two-year review of complaint history revealed a total of (B)(4) complaints for this product family and failure mode where (B)(4) complaints were confirmed. A total of (B)(4) units have shipped during that same two-year time frame. The instructions for use advises the user to avoid potential damage to the trocar seals and electrosurgical tip by always sliding the tip shield in the covered and locked position during insertion into the cannula. This issue will continue to be monitored through returns and complaint system.